Event description:
The customer reported clear fluid leaked behind the laser area and on the counter involving the coulter lh 780 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a hole in the upper sheath restrictor tubing that was spraying a fine mist inside the instrument, causing the liquid to pool on the cover and leaked outside of the instrument. The fse replaced the tubing at the upper sheath restrictor and resolved the fluid leak issue. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).